Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer¿s other blood glucose were 422 mg/dl, 282 mg/dl, 330 mg/dl and 358 mg/dl. Customer treated with insulin pen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were using the auto mode feature. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The insulin pump will not be returned for analysis.